Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat grade ii cystocele. It was reported that following insertion the patient experienced pain, extrusion, infection, urinary problems, bleeding, recurrence, dyspareunia and vaginal scarring. It was reported that patient experienced mesh exposure and had mesh completely excised on (B)(6) 2011, and had small fragments excised from anterior vaginal muscosa on (B)(6) 2011 due to mesh exposure. No additional information was provided. (B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and a mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4).